Manufacturer narrative:
H.6. Investigation summary two photos of a 32g x 4mm pen needle sample were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported before use the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed ¿patient's complaint was that insulin didn¿t come out upon air purge. A bent needle npe was not confirmed. The patient brought a defective product to the pharmacy, complaining that insulin didn¿t come out upon air purge. Experiencing the same incidents, he/she had visited several times with defective products since switching to micro-fine pro¿.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the pen ndl 32g 4mm pro 14 bag 700 case jpx was unable or difficult to prime. The following information was provided by the initial reporter: the customer noticed ¿patient's complaint was that insulin didn¿t come out upon air purge. A bent needle npe was not confirmed. The patient brought a defective product to the pharmacy, complaining that insulin didn¿t come out upon air purge. Experiencing the same incidents, he/she had visited several times with defective products since switching to micro-fine pro¿.